Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The problem was reported by a customer from (B)(6): power supply failure leads to delay in pump use.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The problem was reported by a customer from (B)(6): power supply failure leads to delay in pump use. Pump treatment information: na. Type of drug: na. Death/serious injury: no, human harm: no, delay in therapy: yes, medical intervention needed: no.